Event description:
Customer reported that she was hospitalized due to cancer and other health issues. Customer reported that she was inserting a new battery on the insulin pump and received a battery out limit alarm; customer was assisted on clearing the alarm and programming the time and date and bolus settings were checked and were accurate. Customer complained that the last bolus programmed was not recorded on the bolus history; a small bolus was delivered during troubleshoot and it did show on the history. Customer stated she needed to set up the insulin pump quickly to be able to deliver a bolus. Blood glucose level 166 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.